Manufacturer narrative:
Software log files from date of event were analyzed by engineering, but the root cause of the behavior could not be determined.

Event description:
A medtronic representative, reported that while in a cranial procedure, synergy cranial 2.2.6 software became unresponsive after the axiem registration. Following a re-boot, the surgeon re-registered successfully and continued. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight unavailable at time of this report. Software investigation not completed at time of this report.